Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-dec-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that logmein application had issue. A field service engineer (fse) confirmed that the installation of logmein was completed by technical support center (tsc). Remote support service (rss) had already been installed and was active prior to this. The tsc successfully completed the logmein installation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medbank tower, logmein application had issue. The customer reported that whenever logmein was opened on the cabinet, it displayed an unsuccessful login message with the prompt to check the internet connection. (B)(6) confirmed that the cabinet does have internet access. The fse advised her to check with the it team to determine if logmein is being blocked. There were no delay, no adverse events or injuries reported based on this event.